Manufacturer narrative:
The monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The monitor has a small chip in the upper right hand corner. Otherwise, the touch function, audio and video work as intended, on both dp and hdmi modes. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the touchscreen was not working again on both monitors. The manufacturer was able to replicate the issue when the navigation wireless mouse was unplugged. They did not see any damage on the monitors. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the monitor was replaced fixing the issue. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the touchscreen was not working again on both monitors. The manufacturer was able to replicate the issue when the navigation wireless mouse was unplugged. They did not see any damage on the monitors. No patient was present at the time of the event.